Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-09385. It was reported that during the ipg replacement surgery (reference MFR. Report# 1627487-2017-08414) high impedances were noted on a few lead contacts (on one lead). Reportedly, the physician repositioned the lead 3 times but the issue persisted. Physician decided to leave the lead in place. High impedances were still noted post-surgery. As a result, surgical intervention was undertaken, (B)(6) 2018 wherein the lead was explanted and replaced. Effective coverage was established.